Event description:
Cardiovascular intervention procedure to treat a stenotic lesion in the lad; during the procedure a 1.7 elca laser catheter was being used to irradiate a hematoma, after several passes with the laser a perforation of the lad #6 occurred. There was not a status decline in the patient and a balloon was used to successfully treat the perforation. The patient was discharged per the operative plan without difficulty.